Event description:
The right coronary artery (rca) had diffuse coronary artery diesease requiring aggressive pre-treatment with a percutaneous balloon along the length of the artery from the distal to proximal locations to stenosis. A total of four ave gfx stents were placed at target lesions in the posterior lateral branch of the right coronary artery as well as lesions in the distal, middle and proximal right coronary artery. The proximal stent, a 3.0mm diameter x 24mm length ave gfx stent, appeared to have a "gap" in the segments following multiple-post dilations to all of the stents with a percutaneous transluminal coronary angioplasty balloon. Subsequently, another ave gfx stent, 3.5mm diameter x 8mm length was placed within the proximal stent to cover the "gap" in the segments with good results. The intervention was documented as successful and there was no additional clinical sequelae reported relative to the event.